Event description:
(B)(6) study. Same patient as MFR ID#: 2134265-2011-03640. Same case as MFR ID#: 2134265-2011-03870. It was reported that during a stenting treatment procedure, vessel spasm occurred. The patient presented due to unstable angina with dyspnea. It was determined that there was evidence of inferior myocardial infarction of undetermined age. Cardiac catheterization revealed a 100% stenosed and 16mm long target lesion located in the first right posterolateral coronary artery (1st rpl) with a reference vessel diameter of 2.3mm. A 185 cm 0.014" forte guide wire was passed across the totally occluded 1st rpl with some difficulty. A 1.5x12mm apex balloon catheter was used for additional support. The target lesion was then predilated in the ostial and proximal portion with the apex balloon with 6 inflations at 10-16atm for a maximum of 46 seconds. The apex balloon was removed and angiography revealed 50% residual stenosis in the proximal portion of the 1st rpl and probable diffuse spasm distally. This was treated with 200mcg of intracoronary nitroglycerin which significantly increased the diameter of the vessel. A 2.25x20mm taxus liberte stent was then deployed at 16atm for 60 seconds resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MFR ID #: 2134265-2011-03640. Same case as MFR ID #: 2134265-2011-03870. It was reported that during a stenting treatment procedure, vessel spasm occurred. The patient presented due to unstable angina with dyspnea. It was determined that there was evidence of inferior myocardial infarction of undetermined age. Cardiac catheterization revealed a 100% stenosed and 16mm long target lesion located in the first right posterolateral coronary artery (1st rpl) with a reference vessel diameter of 2.3mm. A 185 cm 0.014" forte guide wire was passed across the totally occluded 1st rpl with some difficulty. A 1.5x12mm apex balloon catheter was used for additional support. The target lesion was then predilated in the ostial and proximal portion with the apex balloon with 6 inflations at 10-16atm for a maximum of 46 seconds. The apex balloon was removed and angiography revealed 50% residual stenosis in the proximal portion of the 1st rpl and probable diffuse spasm distally. This was treated with 200mcg of intracoronary nitroglycerin which significantly increased the diameter of the vessel. A 2.25x20mm taxus liberte stent was then deployed at 16atm for 60 seconds resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)